Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, the orange end piece that goes over the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (brim cap) came off when the dilator was being removed. The investigational analysis has been completed. The device was returned, and the brim cap has detached from hub. Hemostatic valve and friction ring remain intact. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. A device history record was performed and no internal actions related to the reported complaint were identified. The brim cap issue reported by the customer was confirmed. The root cause of the brim cap detachment and damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the orange end piece that goes over the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small came off when the dilator was being removed. The caller stated that there was not excessive blood backflow. No intervention was required. The sheath was replaced, and the issue resolved. Since there¿s no indication of excessive bleeding, compromised hemodynamics, or required intervention, this event won¿t be considered a patient event but a product malfunction. Brim-cap dislodgement is an MDR-reportable issue.